Manufacturer narrative:
This file was opened as part of a system level review into potential concomitant products in use at the time of the event. Return samples are not expected for evaluation. There is no allegation of malfunction. A supplemental report will be submitted upon completion of plaint's investigation.

Manufacturer narrative:
The actual sample was not returned and the lot number are unknown, therefore the complaint is deemed as unconfirmed. A search of the sap system was conducted to verify the lots delivered to the patient. The device history record (DHR) review was performed on the potential lots. No noncomformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. The system level review of the liberty cycler device and concomitant products found no indication that the products caused or contributed to the clinical event.

Event description:
A peritoneal dialysis (pd) patient called technical services and mentioned not being able to complete treatment on (B)(6) 2015 due to an asthma attack requiring an emergency visit. The pd nurse reported the patient had a known asthmatic history, confirmed incomplete treatment and admission to the hospital on (B)(6) 2015 for treatment of the asthma attack. He was discharged two days later.